Manufacturer narrative:
Added information to section d4 (lot number), d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). H3: one disposable pressure transducer (dpt) was received for evaluation. The report of inaccurate values was not able to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, and as per product evaluation findings, the reported malfunction could not be confirmed. However, there are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, this disposable pressure transducer provided inaccurate values. The issue remained after zeroing many times. It was finally solved replacing with a new unit. There was no further information available. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.